Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the pump was removed shortly after implant due to infection.

Manufacturer narrative:
Conclusion code no longer applicable to the event and has been updated.

Event description:
Additional information was received from a consumer. The patient first started experiencing the infection one to two weeks after implant. The patient experienced fever and all over not feeling well. There was no change in activity that led to the infection. The infection resolved after an 18 day stay in the hospital, device explant and ¿lots of antibiotics¿ to treat the infection. The patient was told by the doctor that they were very sick and could die. The patient had never gotten their strength back after this ¿terrible infection¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.